Event description:
It was reported that ir team is using groshong PICC line in their oncology patients. They are facing challenge with connector. In connecting connector the catheter is not going smoothly through sleeve. In a case after connecting with connector, during flushing there is leakage observed. The PICC was removed and this procedure was cancelled for that day. The PICC was removed from the site and insertion site was dressed with appropriate medical dressing. The leakage was observed during first flushing of saline. The PICC was removed from the site and insertion site was dressed with appropriate medical dressing.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.